Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6) 2008. According to the complainant, the patient underwent revision of the obtryx sling on (B)(6) 2009 due to urinary retention and urinary tract infection. Boston scientific has been unable to obtain additional information regarding the event to date.